Manufacturer narrative:
The instrument was not returned for evaluation, however, it was determined that the reported complaint is consistent with the use of a potentially defective cannula accessory, which may remove material from the instrument during use. This site has previously returned two cannulae with a raised edge which may have been used in conjunction with the instrument.